Event description:
The unit was used intra-operatively for arterial implantation. Reportedly, the ring on the arterial catheter was not fixed. No pt injury was reported.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.